Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the defective e-100 generator. The system was tested and verified as ready for use. Isi received the e-100 generator to perform failure analysis. The reported failure was replicated. This e-100 generator was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on, unit could not cut/seal.

Event description:
It was reported during a da vinci-assisted procedure, the e-100 generator was not recognizing the vessel sealer extend (vse) instrument, producing three error beeps and showing a flashing amber led. Prior to calling. The vse instrument was swapped out and a hard power cycle on the e100 generator did not resolve the issue. The or staff was able to the vse instruments into another generator (erbe) with no issue. The site proceeded with the surgery with no reported patient injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following: the customer did not have any further information to share regarding the complaint.